Manufacturer narrative:
Embolic events due to general surgical risk under general anesthesia is a documented perioperative risk for brain surgeries such as MRI-guided neurosurgical ablation. This documentation is available in monteris' internal risk management files.no malfunction was alleged, therefore, no device evaluation was performed.

Event description:
The patient had a litt procedure on (B)(6)2023 and was dicharged on (B)(6)2023. According to a laantern adverse event form, it was reported that the patient experienced pulmonary embolism with symptoms of shortness of breath, chest pain, and headache on(B)(6)2023. The patient was hospitalized on the same day ((B)(6)2023) and was discharged on (B)(6)2023 for this event. Interventions included medication and anticoagulant.